Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the product be received for evaluation.

Event description:
It was reported that during an infusion of dextrose 5% (500ml bag) there was a tubing separation below the drip chamber and the fluid leaked. The event occurred on the outpatient oncology infusion center. There was no patient or healthcare provider harm.